Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with discomfort and when the physician went to reposition they noted an infection growing inside the pocket. The implantable pulse generator (ipg) was explanted. The right atrial (ra) lead was partially explanted and the remaining was capped. The right ventricular (rv) lead was explanted. No further patient complications have been reported as a result of this event.